Event description:
As reported to coloplast though not verified, patient implanted with altis kit. Postmenopausal bleeding with endocervical biopsy revealing ulceration & infection with actinomyces species, prior sacral colpopexy complicated by sacral osteomyelitis & mesh erosion, persistent stress urinary incontinence after mid urethral sling & urethral bulking injections. Mesh subsequently removed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.